Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for cerebral palsy. It was reported that in late (B)(6) 2018 the sales rep of (B)(6) received an email from dr. (B)(6) and a phone call from the medical engineer (B)(6). It was reported that in order to perform an examination of cerebrospinal fluid (csf), an attempt was made to aspirate csf from the catheter access port (cap) on (B)(6) 2018 but failed and noted that the examination of cerebrospinal fluid could not be performed. It was reported that no withdrawal symptoms were observed. It was reported that the pump and catheter were explanted on (B)(6) 2018 and that the devices would not be returned as they were discarded by the customer. It was reported that cause of the inability to aspirate the cap was unknown. It was reported that the issue with the cap was resolved. No further complications were reported and/or anticipated.